Event description:
Patient called to report an adverse event involving her essure device that was implanted in (B)(6) 2014. Patient stated that 6 years after the device was implanted, in (B)(6) 2020, she started experiencing extreme, constant abdominal pain. Patient stated the pain was sharp and shooting and she is unable to work, drive, perform daily activities, or some days even get out of bed. Patient stated she has tried to change her lifestyle to work around the pain, but it affects her daily ability to move.